Event description:
The customer reported the ventilator was alarming due to a vent inop air valve liftoff failure. The device was not in use on a patient therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) reported the device would start up but the blower stopped spinning and it went vent inop as reported. The fse reported 29vdc was not present at the blower motor controller pcb board. The fse replaced the power supply and power supply harness to address the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Power supply harness.